Event description:
The customer reported the ventilator was alarming 'low battery' even when plugged into ac power. The customer reported the unit was in use on a patient, and there was no patient harm. The manufacturer's service technician verified the customer report was due to the ventilator circuit breakers both being in the off position and the battery receptacle cover was underneath the breaker cover. The service technician placed the circuit breakers back into the on position, however, there was no ac power observed to the ventilator. The service technician replaced the power supply to address the finding. Extended self testing and applicable final testing was completed and tests passed per operating specifications. Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.